Event description:
A distributor reported an incident involving a customer in (B)(6) who drove off the road, possibly due to hypoglycemia, although this could not be confirmed. The customer experienced fainting during the car ride but did not sustain serious injuries requiring medical treatment. The cause of the low blood glucose was unknown. Blood glucose (bg) was measured at 83 mg/dl at the hospital. The bg at the time of the event was unknown. The incident led to the customer being taken to (B)(6), where they were treated and discharged two days later. No details regarding the treatment received in the hospital was provided. An investigation into potential heart, circulatory, or neurological issues was started. The health care provider alleged that the customer has sever dizziness during the accident which is believed to have caused the customer to lose consciousness, but it could not be determined if the dizziness was attributed to the low bg. No issues with the pump were found, and it continued to function as intended. The customer is reportedly well following the incident, and no permanent damage was identified. No additional information was provided.